Manufacturer narrative:
Integra completed its internal investigation 01/25/2017. The investigation included: method: -DHR review. - review of complaint management database for similar complaints. -visual evaluation. Results: manufacture: 2014 - apr. The DHR review for cam02 monitor serial number (B)(4) verified no anomalies that could be associated with the complaint. All the functionality tests were carried out accordingly, and all results of the tests were recorded as within specification prior to the cam02 monitor being released. Rate of occurrence: during the time period ¿(B)(4) to (B)(4) ¿, the global product usage for cam02 and lcx02 monitors combined was calculated using the total quantity of cam02 and lcx02 monitor catheter sales sold. The quantity of complaints in the complaint review (67) can therefore be calculated as (B)(4) (2 x 10-3) (probable) of procedures. The quantity of complaints in the complaint review (1) can therefore be calculated as 0.003% (3 x 10-5) (remote) of procedures. This percentage is within the expected rate of occurrence scored in the risk management review. Conclusion: the cam02 monitor was returned for evaluation; the evaluation was unable to conclusively verify the reported ¿intermittent catheter failure¿ as valid. Loose connectors were identified during the evaluation; icp camcabl and ict camcabl connectors. A conclusion if the loose connectors are linked to the complaint incident could not be verified; the monitor was tested at the service centre but the touchscreen was identified as defective and thus required to be replaced. The incoming test therefore could not be performed to test the icp reading and temperature reading until after the touchscreen was replaced. The log file for the cam02 monitor was reviewed to establish if an error code occurred during the monitor usage at the reporting the facility. The review did not identify any error code applicable to the complaint incident. During the evaluation the cam02 monitor¿s touchscreen was confirmed faulty due to an air gap incident. The air gap causes an intermittent contact between the touch surfaces thus causing the failure of the screen to work.

Event description:
The cam02 inter-cranial pressure and temperature monitor was experiencing intermittent catheter failure. It was unknown if there was any patient contact or injury. Additional information has been requested.